Manufacturer narrative:
(B) (4). This product line has addressed all design control requirements and shown the device has met the predetermined requirements and that those requirements meet the needs of the user. Each device is sent with instructions for use (IFU), which describes the indications for use, warnings, precautions, and the proper deployment sequence. Specifically, the IFU states, "the zenith aaa endovascular graft with the h&l-b one-shot introductions system and ancillary components is indicated for the endovascular treatment of pts with abdominal aortic or aorto-iliac aneurysms having morphology suitable for endovascular repair including: adequate iliac/femoral access compatible with the required introduction systems; non-aneurysmal infrarenal aortic segment (neck) proximal to the aneurysm: with a length of at least 15mm, with a diameter measured outer wall to outer wall of no greater than 28 mm and no less than 18 mm, with an angle less than 60 degrees relative to the long axis of the aneurysm, and with an angle less than 45 degrees relative to the axis of the suprarenal aorta. Iliac artery distal fixation site greater than 10 mm in length and 7.5-20 mm in diameter (measured outer wall to outer wall)."the complaint correspondence indicates that the pt's anatomical form was not suitable for evar because the proximal neck was less than 15mm. The physician landed the main body close to the renal arteries because the neck was short. The IFU does warn that inaccurate deployment may result in increased risk of inadvertent occlusion of the renal arteries. The physician was able to access the renal and regain patency after deploying another manufacturers stent. At this time, there is no evidence to suggest that a design or process induced failure of the device resulted in occlusion of the renal artery. The inaccurate deployment, due to the pt's anatomy, resulted in the complaint event. We will notify the appropriate personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated and no additional actions are required at this time.

Event description:
A (B) (6) male pt underwent aaa repair on (B) (6) 2010. The pt's anatomical form was not suitable for endovascular repair, because the pt's proximal neck length was around 10mm. The procedure was conducted as labeled by approaching from ipsilateral, then the physician did na angiography and recognized that the pt's right renal artery was occluded by the stent graft. The physician placed another MFR's stent through insertion the guiding catheter and guidewire to the renal artery. The physician did another angiography and recognized the renal artery was opened. The pt was doing well after the procedure.